Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for investigation. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in the investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as anticipated during the evaluation period.

Event description:
During the procedure, the temperature would not reach 42 degrees celsius and the procedure was cancelled. Port 2 was attempted to be used and the probes were checked, but the issue remained. There were no adverse consequences to the patient.